Event description:
Pt with history of poag and cataract - right eye. Pre-op iop 22mmhg on 3 meds va 20/20 implanted with express glaucoma shunt r-50 combined with cataract extraction and iol placement. Post-op day 1: iop 4mmhg, va 20/80 deep ac: day 2- iop 4mmhg, whallow ac, corneal edema, hazy view of retina. Day 3- iop 4mm hg, va 20/200, flat ac and moderate choroidal detachment, reformation of ac with viscoelastic. Day 6-iop 5mm hg, va20/200, ac moderate with low temporal choroidal detach. Day 10- iop 8mm hg, va 20/200 with deep ac and no choroidal detachments. Day 14: iop-15mmhg, va 20/60 and deep ac and no choroidals. Week 3: iop 18mm hg, va 20/80, deep ac, irregular pupil, iris bombe and right filtering cystic bleb. Four days later yag laser iridotomy performed but pupil still irregular with iris bombe, iop 20mm hg and va 20/60. Week 4 -6: iop 20mmhg, va 20/25 with irregular pupil. Week 8: iop 16mmhg. Va 20/25 but with additional retinal tear and subretinal fluid. Focal laser procedure done 2 days later, event continued without resolution, pt discontinued in 2004. Further follow-up pending.